Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1zrwy, implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that contact zero was "not working too well." The caller said they would try reprogramming the patient and not use contact zero. There were no patient symptoms or further complications reported at this time.